Manufacturer narrative:
The pipeline flex embolization device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex device did not open during a procedure. The patient underwent embolization treatment of unruptured saccular aneurysm located in left supraclinoid ica, measuring 10mmx4mm, landing zone distal 4.50mm proximal 5.00mm. The vessel was normal tortuous. It was reported that physician attempted to deliver the pipeline, but the distal end would not open. Device was re-sheathed two times but still did not open. Decision was made to remove by pulling the device through the microcatheter. Device was recovered, and patient was treated with different size of device and procedure was completed. There were no reports of patient injury in association with this event.